Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's right lead was fractured. This was confirmed via x-ray. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
Correction b1: product problem was not checked off in previous report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.